Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2367 could not be confirmed. The root cause was undetermined.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2367 alarm which occurred on the homechoice (hc) during use during dwell 3 of 4. The baxter technical services representative assisted to end therapy and advised the hp to contact his nurse. Baxter product surveillance spoke with the registered nurse (rn) on (B)(6) 2011. The rn was not aware of the incident and was under the impression the patient's therapy had been going well. He had not mentioned having any issues with his hc. She stated that she would contact him and notify baxter if she found out any information regarding the incident. She called back on (B)(6) 2011 and stated that she was unable to reach the hp. There were no adverse effects reported in relation to this incident. There was patient involvement, but no medical intervention or serious injury reported.